Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed - not detected on bus. The field service engineer found that the issue was due to faulty irac boards. The engineer replaced the router, but the replacement was faulty and then replaced the ic3 controller board, which caused the helmer to enter a reboot loop. Further the engineer replaced the irac boards for rows 3 and 4, which resolved the issue for those bins. The rn was able to recover the failed bins and inventoried them with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a malfunction that the refrigerator was failed and not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a malfunction that the refrigerator was failed and not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.